Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported than an increase in high voltage lead impedance was observed over the past two months. The impedance was still in range. Further testing was recommended. The patient will continue to be monitored.